Event description:
On (B)(6) 2012, during product analysis of the patient's explanted generator it was discovered that on (B)(6) 2012, the impedance value increased from 13500ohms to 21122ohms. Although the explant surgery occurred on (B)(6) 2012, which is prior to this increase, it is unknown whether the high impedance value of 13500ohms was observed prior to surgery or after surgery. Good faith attempts for further information from the physician have been unsuccessful. The patient's programming history was reviewed which showed the last system diagnostics was performed on (B)(6) 2011, showing lead impedance within normal limits.

Event description:
Although the explant surgery occurred on (B)(6) 2012, which is prior to this increase, it is unknown whether the high impedance value of 13500 ohms was observed prior to surgery or after surgery.

Manufacturer narrative:
.

Manufacturer narrative:
Date of event, describe event or problem; corrected data; inadvertently entered incorrect date on initial report.